Event description:
It was reported that during a hip procedure using a speedlock hip knotless fixation device, the device did not deploy properly. It was necessary to drill a new bone hole to complete the procedure, using a back up anchor. There were no significant delays or patient complications reported as a result of this event.